Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient got poor communication. It was reviewed with the patient antenna consideration. The antenna was confirmed secured and sync with the ins and that issue was resolved. The patient reported shocking sensations and had not been using her therapy for the past year.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.